Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was freezing upon start up. Rebooting the system did not solve the issue.

Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the component was functioning as designed. If information is provided in the future, a supplemental report will be issued.